Event description:
Snare broke when attempting to remove from patient. Wire, which was ligated to anvil broke clear through during procedure leaving anvil lodged in patient's proximal esophagus. After several attempts anvil was successfully removed. Appeared wire was defective and also anvil appeared to be slightly malformed.